Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 51 mg/dl, which was treated with juice. The customer also reported a bent cannula. Blood glucose level at the time of the incident was 72 mg/dl. Troubleshooting was not performed on the insulin pump. The device was not replaced or returned for analysis.